Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: drive line connection to controller questionable. Specific component(s) involved: other component malfunction, specify. Other component: controller. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention: x-ray and investigation. Implant device type: lvad.